Event description:
Event description: baby had history of increasing apnea, bradycardia, and desaturation episodes with emesis. The baby was reloaded on caffeine and the spells improved. Baby's tube was accidentally discontinued during retaping the following day, and rn noted leak mid way down the tube. Ng tube at 14 cm mark had a hole/slit in it. Tube was inserted to 19cm; slit was approximately 5 cm into infant, or level of mid-esophagus. They are evaluating the incident. They visited the hosp to take a look at the device and take necessary photos.

Manufacturer narrative:
Device has not been returned to corpak. A sales rep visually reviewed the tube through a biohazard bag. The cut appeared to be diagonal and clean cut, not a tear. Tubes from retention samples of possible lot numbers were evaluated and no holes, leaks or tears were found.